Event description:
It was reported there was surgical wound infection. The patient experienced fever, redness and pain around the wound site. Severity was moderate. This resulted in in-patient or prolonged hospitalization. The pump was explanted and disposed of according to biohazard instructions. Outcome was resolved without sequelae.

Event description:
Additional information was received. It was reported that the patient's infection was allowed to heal and she defervesced, after which, a new pump was implanted and the patient was discharged.

Manufacturer narrative:
Catheter model# 8731sc, serial# (B)(4), implanted: 2007 (B)(6), explanted: unk. Catheter model# 8709, lot# l58361, implanted: 1999 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).